Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm when she was changing the infusion set and reservoir. Customer's blood glucose was 166 mg/dl at the time of the incident. Customer stated that she purchased the pump in (B)(4) but now resides in (B)(6). Customer stated that insulin is squirting out during the manual prime process. Customer stated that insulin continues to drip after the motor stops during the manual prime process. Customer stated that she is unable to exit the preparing to prime loop. Customer stated that the drive support cap appears normal. Customer stated that she tried to rewind but the pump would shut down and turn back on with a count down. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced.